Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that during use of the bd angiocath¿ IV catheter, it is not sliding off of the needle as usual. A greater amount of pressure is required to pierce the skin and the back portion of the device is coming apart causing blood exposure. No serious injury or medical intervention reported. This occurred on 18 separate occasions but the date/time and or patient information is unknown. H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Were received at bd juiz de fora, on 11-dec-2018, 22 closed and unused units (with all components) of the product angiocath bl 22ga x 1.0in; catalog: 381123; lot: 8029856. Samples were subjected to "needle tip penetration", "catheter tip", "catheter slip" and "flashback" tests. According to the result in the analysis none presented non-standard results. The "flashback" test was performed on the vent plug component where the leak check is performed. According to the result in the analysis none presented non-standard results. Not confirmed: bd was unable to confirm the customer complaint for the claimed defects. During the analysis of the device history record, of nonconformity and history corrective maintenance no records were found that could lead to the defects of "leakage", "penetration of the needle difficult and painful", "difficult access" and "vent plug loose/ missing". Besides that, after visual analysis of the samples, tests performed, none of the samples presented defects claimed.

Event description:
It was reported that during use of the bd angiocath¿ IV catheter, it is not sliding off of the needle as usual. A greater amount of pressure is required to pierce the skin and the back portion of the device is coming apart causing blood exposure. No serious injury or medical intervention reported. This occurred on 18 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd angiocath¿ IV catheter, it is not sliding off of the needle as usual. A greater amount of pressure is required to pierce the skin and the back portion of the device is coming apart causing blood exposure. No serious injury or medical intervention reported.